Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the that the electronic control unit on the console device was defective. It was further reported that the device had no clear information on the display and the light emitting diodes flashed randomly and therefore no symbols could be seen on the display. It was also determined that the device failed pre-test for motor lock assessment, hand control, rotation direction, air pump test, irrigation pump, foot pedal, foot pedal irrigation control and manual speed control. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.